Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
B5 updated with new patient information. Health effect - clinical code added 1930. Investigation conclusions code added 50.

Event description:
New information was received on a complaint form stating that the patient has diabetes and is bruxer, and that the implant was lost with infection.